Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer was hospitalized due to high blood glucose readings (22.4 mmol at 08.06 am ) and ketones. Customer's parents and nurse suggested that the pump does not deliver insulin correctly. Pump replaced and requested for investigation.